Manufacturer narrative:
Follow-up # 1 date of submission 3/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/04/2017 with the following findings: a review of the pump¿s black box data showed frequent replace battery alarms warnings. The pump¿s electrical current draws were test and measured within specification. The frequent battery alarms were duplicated during testing with a known good battery due to moisture damage. During visual inspection of the pump, it was observed that the battery compartment had corrosion. A leak test was performed and passed therefore there were no leaks in the pump. The pump was opened and there was no further evidence of moisture found. The battery cap was not returned with the pump and a test cap was used to complete the investigation. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.